Manufacturer narrative:
Component code = 4756 - aquabeam console, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that, prior to aquablation therapy and while the patient was in the operating room (or) under anesthesia, the treating surgeon found the aquabeam console's usb port damaged. Due to the damaged port, the aquablation procedure could not proceed and was rescheduled for a later date. There were no adverse health consequences for the patient as a result of this event.